Manufacturer narrative:
The investigation for the reported limb ischemia, ventricular tachycardia (vt), and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia, vt, thrombus could not be determined as the device was not returned nor sufficient clinical details. H.6 code 4641 was entered incorrectly on the initial manufacturer device report number 1220648-2025-25586. A new code was added.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia followed by thrombus and ventricular tachycardia. The patient returned to the catheterization lab for restenting of stents placed approximately five days prior that restenosed. It was noted that the patient did not take the prescribed plavix medication. The patient was transferred back to the unit despite an ejection fraction of 15% and a left ventricular end-diastolic pressure of 35. On the unit, the patient went into pulmonary failure and was taken back to the catheterization lab to unload with an impella cp. Following the impella implant, limb ischemia was experienced, and the patient underwent an external femorofemoral bypass surgery. On day three of impella support, the patient had a loss of the right pedal pulse. The patient was taken to the operation room and a thrombectomy aspiration performed on penumbra device of bilateral legs. Flow past impella sheath was confirmed with contrast. Impella was going to be explanted. However, the patient went into ventricular tachycardia, was shocked, and impella performance level was adjusted. A transesophageal echocardiogram was performed for placement, and the position was optimized. In the operating room, the patient had another run of ventricular tachycardia and was shocked again. The patient was cannulated for venoarterial extracorporeal membrane oxygenation while remaining on impella mcs. On day six of impella support, no pulse and discoloration to right lower extremity was noted and was unsuccessfully managed. There was no additional intervention. A clot in bilateral limbs and reperfusion failed. The outcome of the patient following the event is unknown. However, the last plan of care update, day seven of support, noted the patient still has an ejection fraction of 15% and has no option for permanent left ventricular assist device or transplant. The patient was successfully weaned and the impella cp device was explanted the following day. The patient was noted to have survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."